Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see cer (B)(4). Hamilton medical ag complaint number: (B)(4).

Event description:
The following was reported to hamilton medical ag: summary: fan failure alarm is showing continuosly even if cooling fan is running.

Event description:
The following was reported to hamilton medical ag: summary: fan failure alarm is showing continuously even if cooling fan is running.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: see(B)(4).